Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
The supplier reported on behalf of the customer that the reported cleo infusion sets had defective adhesives. The customers blood glucose levels increased to 380 mg/dl, so a bolus injection was used to correct. No additional information was reported on the patients condition. Please reference MDR numbers: 2183502-2016-01783; 2183502-2016-01785; 2183502-2016-01786; 2183502-2016-01787; 2183502-2016-01788; 2183502-2016-01789; 2183502-2016-01790; 2183502-2016-01791. For the other cleo infusion sets that are also associated to the complaint.